Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient was experiencing ineffective stimulation due to low impedances. A broken lead extension was discovered during exploratory surgery. As a result, surgical intervention was undertaken on (B)(6) 2019 where the broken extension was explanted and replaced. Issue resolved.